Event description:
(B)(4). After suffering for years with extreme fatigue and anxiety/panic attacks, shyness and very red itchy hands, I had my amalgam fillings removed without precautions by a dentist who did not believe in mercury toxicity and did not give me an oxygen mask. I breathed in a lot of vapor and dust during the removal of 15 amalgam fillings and shortly after that, I suffered my first migraine headache and have been suffering severe migraines ever since.